Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an auto-off alarm in the morning. The customer's blood glucose level was 220 mg/dl, and the customer administered a correction bolus. The customer last interacted with the pump last night.